Manufacturer narrative:
During an unknown procedure, the outer core of a .035 fc j3mm 150cm emerald diagnostic guidewire was cracked. No patient injury was reported. The product was opened in a sterile field and stored as per the labeling. Multiple attempts to gather additional information were made and were unsuccessful. The device was not returned for analysis. A product history record (phr) review of lot 35235351 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿guidewire~fractured¿ was not confirmed as the device was not returned for analysis. The exact cause of the event could not be determined; however, based on the limited information available for review, storage or procedural and handling factors may have contributed to the event. As per the instructions for use (IFU), which is not intended as a mitigation, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Use prior to ¿use by¿ date. Do not expose to organic solvents. Exposure to temperatures above 54c (130f) may damage the components. If strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter and guidewire.¿ the phr review results do not suggest that the event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the outer core of a .035 fc j3mm 150cm emerald diagnostic guidewire was cracked. No patient injury was reported. The product was opened in a sterile field and stored as per labeling.